Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery is not charging. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the switch at power switch was off. The fse turned on the switch and confirmed that the batteries were charging. The fse then performed all functional and safety tests, and the unit was returned to the customer and cleared for clinical use.

Event description:
N/a